Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the x-ray revealed a possible lead fracture; however, testing revealed ¿good numbers.¿ the lead remains in use and no patient complications have been reported as a result of this event.